Manufacturer narrative:
Age, weight and ethnicity: unknown/not provided, as doctor indicated patient information will not be disclosed. Email address: unknown as information was asked but it was not provided. Telephone number: (B)(6). Date of event: unknown/not provided, but the best estimate date is between dec 23, 2021 and jul 4, 2022. The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's operative eye due to halos. A mono-focal lens was placed as the replacement iol. There was no delay in treatment or other interventions reported. The original lens was discarded. No further information was provided.